Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report. (B)(4).

Event description:
It was reported that, "hardware failure. Pt who underwent a primary left total hip arthroplasty in 2003 and 2004. She states that she did well for approx 1 to 2 years and then began having significant pain along the lateral aspect of her thigh periodically. She describes this is painful with the first several steps of the day. She had tried to modify the pain through the use of physical therapy, pain medication which is methadone and percocet. This does not significantly help her pain. X-rays reveal evidence of loosening of the acetabular component."